Event description:
Surgeon utilized a triathlon custom fit knee shapematch cutting guide and was not satisfied with the fit of the femoral guide. Videos will be provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. When completed, the investigation results will be submitted in a supplemental report.